Event description:
The customer reported being hospitalized due to high blood glucose. The customer was experiencing unexplained high glucose for a couple of days. Troubleshooting was performed. The customer stated that he has been under stress. The customer stated that the infusion set was changed to resolve the issue. The customer's most recent glucose reading was 139 mg/dl, and he has treated with the insulin pump. Advised the customer to call back when the tubing clamp arrives to complete the troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.